Event description:
It was reported that the pt had experienced severe complications and went through withdrawal. The complications and symptoms of withdrawal were not reported. The pt was currently being treated with kidney dialysis and a tracheotomy. It was unclear if the pt's complications were due to the pump. No further details were available at the time of this report. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.